Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 140 units of insulin. However, the customer was unable to provide the fill estimate value at the time of the reported event. Additionally, the customer received a minimum fill notification. Reportedly, there was 50 units of insulin in the cartridge; however, the customer believed there should be approximately 100units. The customer's blood glucose level was 211 mg/dl. The customer successfully added insulin to the existing cartridge and completed the load process.